Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, undersensing, and possibly had an outer insulation breach. The physician felt comfortable leaving the lead implanted and active due to how the patient's implantable pulse generator (ipg) is programmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.